Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump casing was damaged. No further information was provided related to this complaint. If additional information is provided, a follow-up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings:during investigation, the battery compartment was cracked along the side, and from the case seal to the bumper. The cartridge compartment was cracked. The battery cap threads were stripped and were unable to be secured. A test cap was able to be secured for testing. Unrelated to the original complaint, the display was not clear and legible.